Event description:
It was reported that the patient received an alert for low, out of range, pacing lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation and conductor damage was found at 30.5-31.5cm from the connector pin consistent with clavicle crush damage. This is consistent with the observation from the field of low pacing lead impedance.